Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this device did not contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had a right total elbow arthroplasty approximately five (5) years ago. Subsequently, developed significant pain and underwent a revision approximately forty-one (41) months later due to loosening. The cemented humeral component remained implanted while the cemented ulna, humeral screws, and articulation kit were all revised without complication. No further event information is available at the time of this report.

Event description:
It was reported that a patient underwent an elbow revision procedure approximately three and a half (3.5) years post-implantation. The articulation kit, ulnar component, and humeral screws were replaced during this revision due to unknown reasons, which occurred approximately one and a half (1.5) years ago. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): - 00840002407 (64264471) associated product information: - 00840009000 (64302321) - 110034355 (835aae2507) the customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.